Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead exhibited oversensing/noise. It as indicated that the rv lead insulation was breached. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.